Event description:
The physician used a protege 7x150x120 for a right iliac stent placement. Stent advanced over a .035 180 cm glidewire to lesion site without incident. Physician confirmed placement, turned pin couter-clockwire to unlock protege. He deployed the stent and experienced some resistance. The physician moved stent to confirm placement at the catheter and resumed deployment. More resistance was met as he tried to deploy the stent. He decided to remove the whole progege system. As the protege and wire were removed from the 6fr pinnacle sheath - it was noticed that partial deployemnt of the stent had occurred and that the system (progege catheter) was stuck on the wire. The physician attempted to put another wire through the sheath. The sheath was thought to be damaged and was then removed. After removing the sheath, it was observed that part of the protege stent had broken off in the sheath and was sticking out partially in the sheath. The physician re-inserted another sheath and placed two 7x80 smart stents in the iliac. Contrast revealed injury to the femoral artery. Vascular surgeon was contacted.